Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted chest anastomosis transthoracic esophagectomy surgical procedure, the vessel sealer extend instrument bonds. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a backup vessel sealer extend instrument to continue the procedure. There was no injury to the patient.